Event description:
Customer reports lancet protrudes out of multiclix device (unknown if before or after firing). No accidental needle stick occurred. No adverse event reported. The suspect product was not returned to the manufacturer for evaluation.